Event description:
The physician was treating a very calcified distal lesion in the cx, which exhibited 90% stenosis. The lesion was pre-dilated with a maverick 2.0mm x 15mm balloon to 18 atms for 19 seconds. An attempt was made to place a vision 2.5mm x 8mm stent in the mid cx, but the stent was lost in the co-pilot valve. The physician decided to use a 2.25mm diameter x 8mm length micro-driver rx coronary stent; however, it would not advance through the lesion. Resistance was encountered when advancing the device to/across the target lesion. The physician then used a wiggle wire, but this would also not advance. A sprinter 1.5mm x 15mm balloon was introduced to help advance the wire. An attempt was made to place the micro-driver rx stent again; however, it could not be placed. The micro-driver rx coronary stent system was exchanged for a voyager balloon (3.0mm x 30mm), which was dilated at 18 atms for 30 seconds. An attempt was made to place the micro-driver rx stent again, which failed. When the stent delivery system was removed from the patient, the stent was no longer on the balloon. The stent was located in a previously deployed stent in the proximal cx. The stent was pushed against the vessel wall in the proximal cx and the lesion was dilated with a 2.0mm x 15mm balloon. There was no injury to the patient. The stent delivery system was returned to the manufacturer. Crimp/bake impressions were visible on the balloon. The catheter tip was severely damaged. The stent was not returned as it is in patient. Cd images were not available. As per details reported, the physician attempted to deliver the driver stent to the distal side of the lesion; however, resistance was encountered and the stent was withdrawn. Although the lesion was pre-dilated with the 2.0x15mm balloon and again with a 3.0x30mm balloon. The pre-dilations may not have been sufficiently effective in opening the stenosis and this may have resulted in the difficulties experienced during the attempted delivery of the stent. Following a second predilation of the lesion, the physician again attempted to deliver the stent, on failing to deliver the stent, the physician withdrew the device and found that the stent had dislodged proximal to the previously deployed stent in the mid circumflex. The stent dislodged as it was withdrawn through the previously deployed stent. The root cause of the event was most likely due to the patient lesion morphology coupled with the passing of the stent through a previously deployed stent.

Manufacturer narrative:
(B)(4): results: very calcified distal cx lesion; 90% stenosis. Stent dislodged within previously deployed stent. (B)(4) (secondary intervention).